Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 years ago. The vessel and aneurysm morphology at the time of implant was unk. Currently, the aneurysm size is unk. Currently the vessel morphology was reported as the aortic neck is 19 mm in diameter at the lowest renal artery; the aortic neck is short, two mm in length, basically no aortic neck. There is disease progression. It was reported that the pt had been followed by the physician for an unk amount of time with a proximal type I endoleak. A recent CT demonstrated that the stent graft was migrated most likely due to the continuation of the proximal type I endoleak and the short aortic neck. The pt was treated on with an endurant aortic cuff, as planned, covering the lower renal artery, there was collateral flow to the other renal artery and the migration and endoleak were resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (graft migration, endoleak). (Disease progression, short aortic neck). Conclusion: (disease progression, short aortic neck).